Manufacturer narrative:
H11 originally stated: "the reported event involved the kit cobas 6800/8800 wnv 480t ivd assay on multiple cobas 8800 analyzers, including an analyzer with serial number (B)(6). The investigation determined that the cobas wnv assay and the cobas 8800 platform were performing within specifications. Data analysis indicated that the samples in question had a low viral load near or below the limit of detection (lod) of the cobas assay. This low viral load can result in variability between reactive and non-reactive results. A review of the reagent lots j19463 and j29998, as well as the control batch data, did not identify any product-related issues. No trends were observed in the complaint history for the reagent lots. The customer was advised to consider the reactive results for the samples in question, as these were confirmed in retesting. The investigation is considered closed, and no further actions are planned at this time." H11 should be updated to say: "the reported event involved multiple cobas 8800 analyzers with serial numbers of (B)(6). Data analysis indicated that the samples in question had a low viral load near or below the limit of detection (lod) of the cobas wnv assay. This low viral load can result in variability between reactive and non-reactive results. A review of the reagent lots j19463 and j29998, as well as the control batch data, did not identify any product-related issues. No trends were observed in the complaint history for the reagent lots. The investigation determined that the cobas wnv assay and the cobas 8800 platform were performing within specifications."

Manufacturer narrative:
The reported event involved the kit cobas 6800/8800 wnv 480t ivd assay on multiple cobas 8800 analyzers, including an analyzer with serial number (B)(6). The investigation determined that the cobas wnv assay and the cobas 8800 platform were performing within specifications. Data analysis indicated that the samples in question had a low viral load near or below the limit of detection (lod) of the cobas assay. This low viral load can result in variability between reactive and non-reactive results. A review of the reagent lots j19463 and j29998, as well as the control batch data, did not identify any product-related issues. No trends were observed in the complaint history for the reagent lots. The customer was advised to consider the reactive results for the samples in question, as these were confirmed in retesting. The investigation is considered closed, and no further actions are planned at this time.

Event description:
The initial reporter alleged discrepant results for two sample ids tested with the kit cobas 6800/8800 wnv 480t ivd assay on the cobas 8800 system. For sample ID (B)(6), the following results were reported: on (B)(6)2023, the sample tested reactive on instrument 5091 with a target 1 cycle threshold (CT) value of 39.23 and an internal control (ic) CT value of 36.75. On (B)(6)2023, the sample tested non-reactive on instrument 5158 with no target 1 CT value and an ic CT value of 37.95. On (B)(6)2023, the sample tested non-reactive on instrument 5158 with no target 1 CT value and an ic CT value of 37.05. On (B)(6)2023, the sample, relabeled as (B)(6), tested reactive on instrument 5159 with a target 1 CT value of 38.15 and an ic CT value of 36.93. For sample ID (B)(6), the following results were reported: on (B)(6)2023, the sample tested reactive on instrument 5091 with a target 1 CT value of 36.84 and an ic CT value of 36.38. On (B)(6)2023, the sample, pooled into pp6_mpx_wnv ((B)(6), tested non-reactive on instrument 5158 with no target 1 CT value and an ic CT value of 35.36. On (B)(6)2023, the sample tested non-reactive on instrument 5158 with no target 1 CT value and an ic CT value of 36.46. On (B)(6)2023, the sample tested reactive on instrument 5160 with a target 1 CT value of 37.64 and an ic CT value of 37.02.